Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the large clip applier snapped in half. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.